Event description:
It was reported that a pt with a dehisced lumbar surgical wound was treated with v.a.c. Therapy in both the acute and home care settings from (B) (6) 2009 - (B) (6) 2009. It was reported that the pt was seen by the surgeon on (B) (6) 2010, and subsequently admitted to the hospital on (B) (6) 2010, for debridement of wound that had developed an infection. During the surgical debridement on (B) (6) 2010, medical records indicate that a foreign body, described by the surgeon as small piece of v.a.c. Granufoam, was found and removed. V.a.c. Therapy was resumed in the hosp from (B) (6) 2010 - (B) (6) 2010. On (B) (6) 2010, the hosp risk mgr stated that the pt's wound is healing and progressing without complications.

Manufacturer narrative:
Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and required surgical intervention to remove. V.a.c. Therapy labeling warns: "... Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart. Also document the dressing change date on the drape." "V.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse event."